Event description:
Rep reported that the pt was implanted with a micro sensor following a chiari decompression and had a zero reference number. Everything was zeroed correctly and they had a good waveform and icp reading (18) at implantation. She was disconnected when the procedure was over and then reconnected for verification again. The pt was then disconnected and transported to recovery and when they plugged the micro sensor back in, it was giving them readings that were anywhere from 99 to in the 200's. They disconnected and reconnected the sensor again. The monitor then kept asking to re-zero the transducer even as it was implanted in the pts head. When zeroing was attempted, it read transducer zeroing error and we cannot get reading anymore. The surgeon removed the micro sensor at bedside. Upon the device removal, it was observed that the micro sensor was very tightly sutured in the 2 loop style in the back of the pt's head to hold it in place. It was also tangled in the pt's hair, but the exit site of the transducer appeared normal. The sutures had to be removed from the sensor to allow the sensor to be untangled from the pt's hair.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. During the evaluation of the device, an inspection of the icp micro sensor revealed that the catheter was elongated at the vicinity of the tip of the micro sensor due to stretching of the catheter. The icp micro sensor also exhibited a collapse in three locations along the catheter, which is likely due to tight sutures around the catheter. In addition within a few inches of the collapsed area of the catheter, the wires inside the catheter of the icp micro sensor were broken off. The icp micro sensor was then connected to a known fully functional icp express cable and icp express unit. The icp express unit displayed "no transducer detected". The message "no transducer detected" indicated that the icp express unit did not recognize that the icp micro sensor was connected. This is expected since the wires inside the catheter of the icp micro sensor were broken off. It is suggested that the root cause of the device failure may have been attributed to user handling. This however, cannot be confirmed. A device history records review was also conducted and they verified that this product conformed to the required specifications when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.